Event description:
It was further reported that the ventricular assist device (vad) exhibited some low flows and the patient's lactate dehydrogenase levels were normal. A repeat computed tomography angiography showed high suspicion of a clot within the vad outflow cannula. No intervention was taken at the time and the patient was discharged to a rehabilitation facility.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the ventricular assist device (vad) exhibited some low flows and the patient's lactate dehydrogenase levels were normal. A repeat computed tomography angiography showed high suspicion of a clot within the vad outflow cannula. No intervention was taken at the time and the patient was discharged to a rehabilitation facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and associated outflow graft were not returned for evaluation. The initially reported low flow event was confirmed through log file analysis which revealed a decrease in power consumption and estimated flow starting on (B)(6)2020 and 82 low flow alarms logged between (B)(6)2020 and (B)(6)2020. Of note, it was reported that "external yellow ooze" had formed in the area between the outflow graft and an additional surrounding graft placed by the surgeon at implant; the material around the graft was removed, after which flow returned to baseline parameters. It was also reported that the patient had intermittent low flows following the removal of the external material, which were deemed to be related to bleeding and were resolved through a washout procedure. This likely corresponds with the additional 21 low flow alarms logged on (B)(6)2020; however, the available data log file only covered the period through (B)(6)2020. The subsequently reported low flow event was confirmed through review of the available controller log files containing data covering the period between (B)(6)2020 and (B)(6)2020 , which revealed a decrease in power consumption and estimated flow starting on (B)(6)2020; however, no alarms were logged for the past 14 days leading up to (B)(6)2020 . Of note, it was reported that computed tomography angiography revealed a likely clot within the pump's outflow cannula. Additional information received indicated that the patient experienced heart failure and cardiogenic shock, as well as shortness of breath, pneumonia, and upper respiratory infection; the patient subsequently expired due to heart failure and sepsis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the vad instructions for use, device thrombus, worsening heart failure, and infection are known potential complications associated with the implantation of a vad pump. Based on the available information, possible root causes of the reported low flow events can be attributed, but not limited, to thrombus at the outflow graft and/or at the pump outflow conduit, compression of the outflow graft due to a build up between the outflow graft and the foreign graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft 16135375-9778. FDA method code(s): 4114 FDA results code(s): 3221 FDA conclusion code(s): 67, 22 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient was re-admitted due to experiencing cardiogenic shock, heart failure, shortness of breath (sob), upper respiratory infection symptoms, pneumonia and a suspected outflow graft (ofg) obstruction or intraluminal thrombus. It was also reported that the ventricular assist device exhibited below normal power consumption and low flows. Upon admission, the patient received intravenous (IV) milrinone and a chest x-ray showed significant pulmonary edema. An echocardiogram showed the left ventricle was dilated with no hypertrophy and an ejection fraction of 20% and the right ventricle was dilated and mildly decreased with mild aortic insufficiency. The patient was intubated due to sob. For the next week and a half, the patient remained intubated and received dobutamine, epinephrine, norepinephrine and amiodarone due to rapid ventricular response and they were taken off the IV milrinone due to hypotension. It was presumed that the ofg intraluminal thrombus caused cardiogenic shock, with superimposed pneumonia. Palliative care was discussed, the patient subsequently died and the cause of death was reported as heart failure and sepsis. Additional products: d4: lot #: 16135375-9778, h3: no, device evaluation anticipated, but not yet begun, h6: patient code(s): c2998, c3128, c3333, c3364, c26726, c26868, c28554, c50482, c50577, c51223 h6: device code(s): c62860. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient was re-admitted due to experiencing cardiogenic shock, heart failure, shortness of breath (sob), upper respiratory infection symptoms, pneumonia and a suspected outflow graft (ofg) obstruction or intraluminal thrombus. It was also reported that the ventricular assist device exhibited below normal power consumption and low flows. Upon admission, the patient received intravenous (IV) milrinone and a chest x-ray showed significant pulmonary edema. An echocardiogram showed the left ventricle was dilated with no hypertrophy and an ejection fraction of 20% and the right ventricle was dilated and mildly decreased with mild aortic insufficiency. The patient was intubated due to sob. For the next week and a half, the patient remained intubated and received dobutamine, epinephrine, norepinephrine and amiodarone due to rapid ventricular response and they were taken off the IV milrinone due to hypotension. It was presumed that the ofg intraluminal thrombus caused cardiogenic shock, with superimposed pneumonia. Palliative care was discussed, the patient subsequently died and the cause of death was reported as heart failure and sepsis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2009. Additional products: brand name: heartware ventricular assist system ¿ outflow graft , model #: 1125 / catalog #: 1125 / expiration date: 31-jan-2022 / serial or lot#: (b)(4,) UDI #: (B)(4), device available for evaluation: no, device mfg date: 31-jan-2017, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted to the hospital due to an increase in low flow alarms and an increased work of breathing. The patient was intubated with a suspected ventricular assist device (vad) thrombus. It was noted there was over 80 low flow alarms and a decrease in vad power consumption. An echocardiogram revealed a distended left ventricle and an occlusion in the outflow graft (ofg). The patient had an lactate dehydrogenase (ldh) of 176 on admission. The patient returned to the operating room (or) for debridement of the ofg in an attempt to relieve some of the external compression to alleviate flows. A right anterior thoracotomy with ofg revision was performed. It was noted the external yellow ooze between the ofg and the gortex sleeve was removed, the vad flows improved. The patient required vasopressors overnight and had some intermittent low flow alarms and returned back to the or for a washout due to bleeding which the low flows were related to. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.